Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with back pain and progressive weakness. Blood cultures were taken and the patient was diagnosed with bacteremia/septicemia. The organism was identified to be (B)(6). The patient was treated with intravenous antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced per patient request. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.